Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All seal plugs were intact and all setscrews move freely. Lead seal witness marks indicated that all leads were fully inserted into the device header. Returned product testing was performed and the pacing, sensing, defibrillation, lead impedance measurements, and recording functions were verified. The complete analysis of this device can be found in report number: 2124215-2013-13086.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Approximately two years later this device was explanted due a previously reported product performance issue. No adverse patient effects were reported.